Event description:
It was reported, that the right atrial lead dislodged. It was noted, that the patient was experiencing phrenic nerve stimulation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and extra cardiac stimulation. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.